Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and it was totally blank. Customer stated that the insulin pump was dropped and there was a crack on battery compartment down the bottom. Customer stated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.